Event description:
It was reported that a participant in an experience study noted an overnight low blood glucose of 43 mg/dl, with no associated alerts or alarms reported, and additional details pending from follow-up. Symptoms included hypoglycemia. Outcomes included temporary interference with daily activities. Investigation included a review of available case details and plans to obtain additional information from the participant. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device malfunction or component issue identified based on the information available. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.